Event description:
It was reported that the lead exhibited a sensing anomaly. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found that the distal insulation was abraded from 12 cm to 14.2 cm from the helix tip. The proximal coil could have shorted to the distal coil in the abraded area, and resulted in the reported sensing anomaly.